Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy pad. The patient did not report any open skin or bleeding. There was no alleged device malfunction contributing to the irritation. The patient used benadryl cream on his own then was prescribed neosporin by a medical professional. Follow up indicated the irritation improved.